Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned elevated tsh result of (B)(6) 2016 is unknown. The reason why different tsh results were obtained on different draws on subsequent days for the same patient is unknown. No samples have been provided to siemens or remain for any investigation. No information has been provided on the individual patient's diagnosis, medications, or any potential thyroid intervention therapies. Qc was within limits on all the test days. No potential product issues have been identified. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated thyroid stimulating hormone (tsh) result was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician after two subsequent draws showed different tsh results. There is no indication that patient treatment was altered or prescribed on the basis of the elevated tsh result. There was no report of adverse health consequences as a result of the elevated tsh result.